Event description:
The device was sent to stryker instruments for repairs. During functional testing by a service technician at the manufacturer facility, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.